Manufacturer narrative:
The reported event of low battery voltage was confirmed. The battery voltage was slightly below the minimum specified voltage for a device in stock rotation. Based on the device settings, the battery voltage is believed to be normal.

Event description:
It was reported that a battery voltage below the accepable limit was observed during stock rotation. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.